Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture; the lead location had dislodged as confirmed via a chest x-ray. The physician reprogrammed the system to include an increase in threshold parameters. No product integrity anomalies were observed and no adverse patient effects were reported. To date the lead remains implanted and in service.